Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not confirm the customer reported complaint. The 30-degree endoscope was analyzed, which did not replicate or confirm the customer reported event. The instrument was found to have no errors in the log, and image was good in both eyes. There was a scope bearing friction issue, discolored housing, no light in one or both hirose fiber cable and there was also desiccant container damage or loose desiccant.

Manufacturer narrative:
Based on the claim against the product by the customer noting arms intermittently not responding, an investigation is in progress to determine the cause of this reported event. Isi received the endoscope for evaluation, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope had grinding noise in the collar when rotated. The collar locked up after a few rotations. The fse visually looked at the gears on the bottom side of the scope and saw a damaged gear. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, the 30-degree endoscope was unable to focus. The procedure was completed with no reported injury. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: field service engineer (fse) troubleshooted system sk0682 for several days it was discovered that surgeons used the same scope/camera on their procedures that gave them the loss of control perception. The robotic coordinator (roco) brought the scope on (B)(6)2023 to the fse for evaluation. The scope had a grinding noise in the collar when rotated. The collar locked up after a few rotations. The fse visually looked at the gears on the bottom side of the scope and saw a damaged gear. The fse placed the scope on the robot where it immediately faulted multiple times.